Event description:
It was reported that the functional characteristics of the right atrial (ra) lead had changed slightly, requiring the lead be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).